Event description:
Customer reports that the segments were missing in all digits of the advantage meter's result display. Customer reports meter had power but nothiing was on the display during troubleshooting. The issue was found during troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.